Manufacturer narrative:
This report is submitted on nov 9, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site requiring hospitalisations on 3 occasion. The abutment was removed. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. The patient was treated with oral antibiotics for 10 days (specific date not reported). This report is submitted on march 07, 2022.